Event description:
Info received indicates the casters will swivel after the brake is engaged.

Manufacturer narrative:
The tech found the brake hardware was worn. The tech replaced the casters and the rocker link to repair the bed.